Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013, doctor reported the patient arrived around 8 pm on (B)(6) 2013 for elevated blood glucose level; blood glucose level when being admitted was over 1000 mg/dl. Doctor stated patient was treated with IV insulin drip. Went through error data: patient received w2 (battery low) warning message and e2 (battery depleted) error message. Doctor reported patient also received e4 (occlusion) error message on (B)(6) 2013 at 8:45 am. Patient stated his mother-in-law drove him to the hospital. Patient reported he self-treated on his own by bolusing 5 units of insulin. Patient stated when he bolused, it would not bring his blood glucose level down so he decided to go to the hospital. Patient reported the infusion device was in stop mode and he started it back up. Advised if he did anything about the e4 error; patient stated no, he just started the infusion device back up again. Advised on the occlusion error and the purpose of it. Patient stated he will be released today from the hospital. On follow up call doctor requested assistance with patient's infusion device. Educated caller on how to pair the device; assisted with pairing the devices. Educated the caller on communication with the infusion device from the blood glucose monitoring device. Assisted with adjusting the time and date on the infusion device and the blood glucose monitoring device. Educated caller about meal boluses and correction boluses; advised how to deliver the boluses from the infusion device or the blood glucose monitoring device. Patient reported experiencing elevated blood glucose level for about 24 hours prior to going to the hospital. Patient stated he was in the hospital due to elevated blood glucose concerns. Patient reported he tested his blood glucose level and continued receiving "hi" readings; attempted to bolus to bring them down. Patient stated a family member took him to the hospital where they tested his blood glucose level at 1082 mg/dl and he was diagnosed with dka. Patient reported he was vomiting and urinating frequently. Patient stated his target blood glucose range is around 120 mg/dl. Patient reported the infusion site and accessories were in use for 2 days prior to the incident. Patient stated the infusion adapter has never been changed; has been using the infusion device for a month. Patient reported he was unsure if the time and date were set correctly on the infusion device. Patient stated he was admitted to the hospital and treated with an insulin drip and injection therapy. Patient reported his blood glucose level is declining but not back to normal. Patient stated he was not sure of what caused the elevated blood glucose readings. Patient and doctor requested more training on the infusion device. Submitted request for assistance. No product return was requested.

Manufacturer narrative:
Conclusion: the complaint can not be verified. Result consumables: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Pump: the product was not requested for further investigation. The production data comply with the specification. Production reports were reviewed. No corrective or preventive actions will be initiated as the product was not requested. Device was not returned.